Event description:
It was reported that the pt experienced a loss of therapeutic effect following a fall. The pt had a CT scan the week of (B)(6) 2011 after the fall, and the ins was on during the scan. Later, "error 23" was displayed on the 8840 programmer when the hcp tried to capture electrode or therapy impedance measurements. The hcp was able to delete programs 1, 3 and 4 but could not reprogram them due to an "invalid parameters detected" error. The hcp also saw "error 13" invalid implantable neurostimulator (ins), on the 8840. The ins would turn off each time this error occurred while trying to run impedances. When using a 3037con pt programmer directly over the ins the hcp could not activate programs 1, 3, or 4, but they did show on the screen of the programmer. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).